Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: insufficient sample applied by user. Manufacturer contacted customer on (B)(4) 2016 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer complaints of an e-2 error code upon the insertion of the strip. The patient states she is feeling the following symptoms: blurry vision, excessive urination and excessive hunger, fatigue and weakness. During the call on (B)(6) 2016 the customer performed a blood glucose test with a result of 296 mg/dl. No e-2 error reappeared. The product is stored according to specification. The test strip lot is rs4819 and the manufacturer's expiration date is 4/30/2018. Customer did call her nurse for consultation. Manufacturer contacted customer on (B)(6) 2016 in a follow-up call in order to ensure the customer's condition since the initial call; customer was still experiencing symptoms of high glucose of dizziness, thirst, tiredness. Customer stated that he called the ambulance on the day of initial call (on b)(6) 2016 and they performed glucose check and results were 390mg/dl. Customer was hospitalized on (B)(6) 2016 but released the same day. When arriving to the hospital results were in the low 200's. Customer was diagnosed with a high blood glucose results and was administered an i.v. Customer continues taking her metformin daily. Results in the hospital were in the low 200s. Customer performed a blood test on the morning of the (B)(6) 2016 and results were 423mg/dl. Due to customer still having symptoms of high blood glucose levels she called her nurse on the morning of (B)(6) 2016 and the nurse should arrive that morning at 8:30am with her medication.